Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
While the patient was connected to the system monitor in clinic, the nurse accidentally hit the "pump stop" while trying to press the "hematocrit adjust" button. The pump stoppage event lasted for about 2 second. The account reported the buttons are near each other. There was no confirmation is the pump stopped after the button was pressed. No further information was reported.

Manufacturer narrative:
User facility report: (B)(4) was received on 07feb2020. Manufacturer's investigation conclusion: the report of an "intentional pump stop" event could not be confirmed because there were no log files submitted for review. Additionally, there were no indications of any issue with the function of the device during the event. It was reported that the nurse accidentally pressed the ¿pump stop¿ button. No adverse effects to the patient were noted during the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The hm3 lvas IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.